Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with one jaw broken at bifurcation. Evidences of corrosion on the broken area were noted. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. Due to the condition of the device, no functional testing could be performed to evaluate the reported incident. Please note that this condition is unrelated with the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the jaw could not be opened in clamping the tissue. Another clip was fired on the side of the jaw, and then the jaw was opened by returning the trigger to the home position by hand. There were no adverse consequences for the patient. The doctor commented that he had not fired the device 15 times.